Event description:
It was reported that separation occurred during use with a syringe 1.0ml 31ga 8mm 10bag 500 pl/wg. The following information was provided by the initial reporter, "consumer reported, when she pulled back on plunger rod to draw her insulin, the plunger rod came out and the stopper remained inside the barrel."2 occurrences reported.

Manufacturer narrative:
H.6. Investigation: customer returned (1) loose 1cc, 8mm syringe. Customer states that when the customer pulled back on plunger rod to draw her insulin, the plunger rod came out and the stopper remained inside the barrel. The syringe was returned with the stopper separated from the plunger rod and the plunger rod out of the barrel. A review of the device history record was completed for batch# 7345824. All inspections were performed per the applicable operations qc specifications. There were two (2) notifications [200731611, 200731821] noted that did not pertain to the complaint. There was one (1) notification [200731130] noted for dry barrels. The root cause of the lack of silicone in the barrel of the syringe was due to the silicone tank running low on machine jl. Per quality notification #200731130 the tank was refilled and (200) syringes used to verify. CAPA#666972 was opened on 11nov2018 after date of manufacture to address difficult and unable to operate syringes, which is related to the application of silicone in the barrel. H3 other text : see h.10.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that separation occurred during use with a syringe 1.0ml 31ga 8mm 10bag 500 pl/wg. The following information was provided by the initial reporter, "consumer reported, when she pulled back on plunger rod to draw her insulin, the plunger rod came out and the stopper remained inside the barrel." 2 occurrences reported.